Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left breast tissue expander deflation, left breast open wound. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female patient underwent a primary breast reconstruction procedure with an artoura breast tissue expander 375 cc device that deflated after implantation. The patient reported that her left breast tissue expander would go flat every two weeks. The doctor was filling the tissue expander with air, which is contraindicated in the IFU. The patient also suffered from an open wound for nine weeks that was never fixed. The patient was placed on antibiotics because of the open wound. As a result, the patient underwent explantation and replacement with an artoura breast tissue expander 375 cc device on (B)(6) 2019.